Manufacturer narrative:
(B)(4). The reported event is not confirmed. Visual examination of the provided pictures identified the reported part, and lot numbers match those printed on the device. As the device's hook tip is not pictured, hook fracture or disassembly cannot be confirmed. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the tip of depth gauge was fractured off and was missing. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.